Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. From the previous check a year ago, the remaining battery was 5 years, but this time, the remaining battery was significantly reduced to 2 years. Technical service discussed that as a result of the preliminary analysis, the power consumption of the device is gradually increasing, and this will be an unexpected operation. Further, data analysis confirmed device exhibiting premature depletion. Device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. From the previous check a year ago, the remaining battery was 5 years, but this time, the remaining battery was significantly reduced to 2 years. Technical service discussed that as a result of the preliminary analysis, the power consumption of the device is gradually increasing, and this will be an unexpected operation. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. From the previous check a year ago, the remaining battery was 5 years, but this time, the remaining battery was significantly reduced to 2 years. Technical service discussed that as a result of the preliminary analysis, the power consumption of the device is gradually increasing, and this will be an unexpected operation. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and new device was placed. No additional adverse patient effects were reported.